Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate w/ a monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate w/monitor) was confirmed. Upon investigation, the trunk cable was cut and the electrode elt failed incoming functionality testing. All of the wires inside the trunk cable were severed. The cause for the failure was isolated to the severed wires. The root cause for the severed wires and cut cable was physical abuse. No adverse event resulted from the defective electrode belt.